Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 16, 2015 (B)(4)

Event description:
End user reported developing scattered redness and itching under the mass "years ago" (date not specified). She stopped using this wafer and the redness resolved. She was prescribed nystatin at the time the symptoms occurred.